Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 along with open nephrectomy and nephroureterectomy and the mesh was implanted with unknown interval of tacking point. Seven months following the procedure, the patient was diagnosed with recurrent hernia. It was also reported that the patient experienced a feeling of strangeness around lower right abdomen. The doctor commented the patient would be checked to decide reoperation at the end of this october. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 07/25/2017 patient code:(B)(4) additional information request. Reoperation was performed on (B)(6)2017, since the patient had complained about a feeling of strangeness around lower right abdomen. The site was checked inside the abdominal cavity and it was found that the hernia orifice was covered with the reported mesh and hernia was pushed up together with the mesh. The doctor opines that the pressure inside the abdominal cavity pushed the hernia out of the hernia orifice. Additional mesh was fixed over the existing mesh. Wound infection was confirmed. The patient was recovered and came out of the hospital.